Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, but a specific value was not available. Technical support provided assistance by helping the caller reset the pump, and instructed them to continue using the pump, with directions to call back if the malfunction recurs. The caller acknowledged and understood these instructions.